Event description:
In 2003, the patient had a carpal tunnel release, performed on the left hand. One wk later, the patient returned to the operating room for an exploration of the left median nerve, secondary to numbness. The sensory portion of the left median nerve was found to be lacerated. A repair of the left median nerve was performed.